Manufacturer narrative:
In addition to the footswitch would not pair, service found following issues during device evaluation: the main display was loose and cracked, the pivot point was cracked, and the label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the provided wireless footswitch would not pair with the unit. There was no report of patient or user injury due to the event. This report is being submitted for the malfunction found during evaluation (footswitch would not pair).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the mis-handling of the device resulting in the physical damage. The console was not returned to the legal manufacturer and further analysis into the footswitch pairing issue could not be determined. The issue was not noted by the customer at any point during the lease so it is likely this was intermittent or possibly due to environmental factors. Olympus will continue to monitor field performance for this device.